Event description:
Study treatment (B)(4) reported the following: at a follow-up visit, patient presented with a persistent, pruritic, red splotchy rash over the entire body. This began one month after the anterior cervical discectomy and fusion (acdf) and chronos strip implant, with 6cc bma and 10cc local bone used. Patient self-treated with hydrocortisone cream. Patient was given a referral to dermatologist at the 24 month visit. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.